Event description:
It was reported that the patient was experiencing ineffective relief due to high impedances on one of their scs leads. Surgical intervention was undertaken on (B)(6) 2034 wherein the patient's impeded scs lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000046471. The event of high impedance was reported to abbott. The lead was replaced due to high impedance. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.